Event description:
The provue gel camera issued a negative result for a confirmed visual weak reaction for the antibody screen test. No erroneous results were reported.

Manufacturer narrative:
This instrument has been investigated. On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and checked the camera adjustment and the incubator temperature. The fe performed a camera adjustment. Repairs have returned the instrument to expected operation. (B)(4).